Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info. The user facility reported that the lot number on the handpiece indicated 2ja060. There was no further detail provided. The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined.

Event description:
(B)(4).